Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an impantable collamer lens (icl) implantation procedure, the patient experinced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim (B)(4).